Event description:
It was reported that a visao handpiece drill was "getting hot" intraoperatively. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
The device was received for analysis on 05/28/2014 g.4. The analysis was completed on 07/17/2014. The product analysis "could not verify the customer¿s complaint. Performed pre-temperature testing, the unit operated within normal parameters. In the first minute, the temperatures were nose 87.8, middle- 83.8, rear-84.2. However the housing was disassembled; and found the nose bearings were corroded, cable clips were broken and the cable was kinked. The motor/cable subassembly, nose bearings and nose spacer were replaced. The handpiece was repaired, cleaned and tested. The testing passed to manufacturing specifications." (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.